Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number h13h15089 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Upon further investigation of this report, it was determined that the home patient (hp) acquired peritonitis due to a non-baxter catheter device. Baxter peritoneal dialysis disposables are no longer suspect products for this peritonitis event.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for the peritonitis was not reported. The patient was hospitalized for a week and was later discharged. The patient was reported to be recovering from the peritonitis event. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 1 of 4.